Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
Material no. 367884 batch no. 9004670. It was reported that during use of the bd vacutainer® lithium heparinn 75 usp units blood collection tubes the tubes are not filling fully. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer claims tube is not filling fully.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367884 batch no. 9004670. It was reported that during use of the bd vacutainer® lithium heparin 75 usp units blood collection tubes the tubes are not filling fully. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer claims tube is not filling fully.